Manufacturer narrative:
Concomitant medical products. Model: 5076-45, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a recent device upgrade procedure the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that the patient's blood work showed gross electrolyte imbalance. Follow-up was conducted, which revealed reprogramming was completed and the issue was resolved the following day once the patient¿s electrolytes had rebalanced. The lead remains in use. No patient complications have been reported as a result of this event.